Event description:
The customer reported via phone call that insulin pump had high blood glucose. The blood glucose at the time of the incident was 186 mg/dl, current blood glucose was 600 mg/dl. The customer was assisted with troubleshooting. The device will not be returned for analysis.